Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage and no external power alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 6 days of data (27oct2020 ¿ 02nov2020 per the timestamp). The log file captured intermittent low voltage hazard and no external power alarms from 27oct2020 at 20:16:10 to 01nov2020 at 09:13:14 due to losses of external power while connected to the mpu. The alarms resolved each time when power to the mpu was restored. The system controller backup battery supported the system during the losses of the external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Additional information provided stated that the mpu ac power cord became loose from the wall outlet, and that the patient reported power loss during storms. The account communicated that the mpu is operational and the ac power cord has a v-lock connector. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard, no external power and backup battery fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files showed transient low voltage/no external power alarms while tethered on the mobile power unit (mpu) where the controller was momentarily disconnected from a power source. It was reported that the mpu came loose from the outlet and there was power loss during storms (hurricane zeta). The patient has a v-lock connector on the a/c power cord and the mpu was reported as currently operational.